Event description:
It was reported that the bd safetyglide¿ needle was clogged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "incident details: multiple reports of "plugged" needles from the dates of jul 19-26. A known reported number of 18 with lot number 2007149. Unable to plunge with needle attached to syringe. No images available. Issue not visible. Unexpected or prolonged care? No... Type of incident/problem: malfunction - during or after use level of harm: no effect - did not reach patient - detected before use or does not touch person during use"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "incident details: multiple reports of "plugged" needles from the dates of jul 19-26. A known reported number of 18 with lot number 2007149. Unable to plunge with needle attached to syringe. No images available. Issue not visible. Unexpected or prolonged care? No... Type of incident/problem: malfunction - during or after use level of harm: no effect - did not reach patient - detected before use or does not touch person during use."

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.